Event description:
The manufacturer's rep reported that the pt had experienced intermittent episodes of overdose. The wednesday prior to the dye study, the pt had an episode of apnea and was "very floppy". The patient was taken to the emergency room for observation and it is believed that he was supported by use of an ambu bag, but no intubation or medication was necessary. The pt improved, but again experienced an apneic episode several days later which the hcp believed may be due to an underlying seizure disorder and not the pump. The pt has an apnea monitor at home. The hcp was performing a catheter dye study in which it appeared that the catheter may have been "moving in and out of the epidural space". A myelogram was scheduled for 02/07. The hcp is weaning the intrathecal lioresal 2000 mcg/ml dose to 100 mcg/day, while increasing the oral dose in preparation for a upcoming trip. No further treatment has been provided to the pt. Pt has recovered without sequela and is doing pretty well.